Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose level of up to 30 mmol/l. The customer's blood glucose value was 26 mmol/l at the time of the call. The customer treated high blood glucose with bolus. The customer states inserting a sensor yesterday and noticing blood on it. The customer states sensor kept giving her false low readings. The customer was advice ways to prevent inaccurate readings. The customer was advised they will replace sensors. No further details on high blood glucose levels are given.